Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (discontinued, 500mg, per day, route not reported) and ceftazidime injection (discontinued,100mg, per day, route not reported) for the event. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient has recovered from the event and was discharged from the hospital. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.